Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal fentanyl (concentration 5000mcg/ml; dose 2000mcg/day), dilaudid (concentration 7.5mg/ml; dose 3mg/day), and prialt (concentration 2.4mcg/ml; dose 0.096mcg/day) via an implantable infusion pump. Patient history included non-malignant pain and chronic low back pain. On (B)(6) 2015 the patient presented to the emergency room (ER) unresponsive. The patient was given narcan and became responsive. The ER doctor stated that the managing physician was asking to turn the pump down. The representative went to the hospital to turn the pump down. The order had stated to turn the pump to minimum rate. The patient had been transferred from the ER to the intensive care unit (ICU) by the time the representative arrived at the hospital. It was unknown what led to the event or how the issue was identified. It was also unknown if any diagnostics or troubleshooting had been performed. Event outcome and patient status at the time of the report were unknown. Additional information has been requested but was not available at the time of this report.